Manufacturer narrative:
Concomtaint medical devices: product ID: 977a290, serial/lot# (B)(4), implanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 30-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was rep said her partner went to program patient yesterday, post surgical follow up, and at very low stimulation level, patient was reporting pain. X-ray confirmed that lead had migrated cervically, that it was high. Patient had pain and nausea and was eventually admitted to the hospital. Healthcare provider (hcp) said the tip of lead is in fourth ventricle foramen magnum. Hcp will do an MRI, the plan is to remove the lead or pull it down. See (B)(4), for initial issue with lead implant. This appears to be a continuation of the original issue. Troubleshooting was not required. The issue was not resolved through troubleshooting.   Caller states surgeon is going to explant lead/s tonight and is considering leaving the ins battery implanted to use at a later time. Caller inquiring about scan eligibility for 97715 if leads are removed but ins remains implanted with plugs.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported their left implant and leads (everything) were taken out and they were feeling the same pain symptoms they had when they didn't have the stimulator; patient services (ps) attempted to collect event date but pt did not provide a date. Ps also conferenced spanish translator during the call. Pt stated their right implant helped but the left one didn't help (ps understood this as the reason why the left components were removed).

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.